Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump is over-delivering insulin. Customer experiencing low blood glucose. The current blood glucose reading is 89 mg/dl. Customer experiencing lows about two to three times a day. Customer has tried to lower the basal rates to fix the problem. The insulin pump will be replaced. Nothing further reported.